Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Broken cannula was found and broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that he had an issue with the sensor. When pulling the sensor out, the piece that leaves the cannula behind pulled up some copper. The transmitter never connected to the insulin pump. He removed the sensor and there was nothing on the other side as if the cannula had been pulled up through the sensor housing. Customer's blood glucose level was 135 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.